Event description:
The customer reported the device will not power up; vent inop alarm. The fse reported it sounds like the device was left disconnected from ac power and the backup battery drained down to a level that was incapable of powering up. The customer reported there was no patient involvement.